Event description:
Boston scientific received information that the screen on this programmer was very dim. The programmer was returned for testing.

Manufacturer narrative:
Evaluation of the programmer confirmed the dim screen. Visual inspection of the inverter revealed melting from a bad inverter which was replaced. No other adverse events have been reported. This product issue will be updated if additional information is received.